Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak occurred. After the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was placed in the left atrium, it was noticed there was blood leaking back through the area where the dilator inserts into the sheath diaphragm. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced, and the issue resolved. Device evaluation details: the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium product was returned to biosense webster (bwi) for evaluation and the evaluation has been completed. Visual and microscopic examinations of the returned device were performed following bwi procedures. Visual analysis revealed that the brim cap, hemostatic valve, and silicone ring were detached from the hub. A microscopic examination was performed, and the presence of adhesive on the brim cap was confirmed, all the components were placed in the correct order, the root cause of this issue could not be determined but it could be related to the use of excessive force while manipulating the device, however, this could not be conclusively determined. Additionally, a video was received for evaluation following biosense webster's procedures. According to the video provided by the customer, the brim cap of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was detached from the rest of the hub, also, a leakage was observed at the hub section, the leakage condition is related to the detachment of the brim cap observed during the video analysis. All units are inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) per its part number to avoid this type of damage from leaving the facility. A device history record was performed, and no internal action related to the reported complaint were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's ref. # (B)(4) correction: on 25-oct-2022, it was noticed the incorrect h6. Medical device problem code of ¿fluid leak (a050401)¿ was reported in the initial 3500a medwatch report. The correct h6. Medical device problem code ¿detachment of device or device component (a0501)¿ has now been added.

Manufacturer narrative:
On 17-oct-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak occurred. After the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was placed in the left atrium, it was noticed there was blood leaking back through the area where the dilator inserts into the sheath diaphragm. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced, and the issue resolved. The procedure continued. Bwi representative did not know what was broken, but blood was leaking back through the hole that the dilator goes through. The hemostasis valve maybe dislodged inside the hub but not outside the hub. The brim cap/hub also did not become detached from the sheath. Pictures were attached. The sheath was being used on the patient. Air did not enter the patient¿s body. No patient consequence. The approximate volume of blood lost was less than 16 oz.